Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. There is no evidence that the complaint device failed to meet applicable product specifications before distribution. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported the catheter broke. A fetch2 thrombectomy catheter was selected for use, during the procedure it was noted the device broke. No patient complications were reported.